Event description:
Caller reported a cartridge alarm with the pump, resulting in a high blood glucose reading. Specific glucose value was not known. Customer changed the cartridge and infusion set to address the high blood glucose and did not require third-party assistance. Customer was to use mdi for backup insulin therapy. Cts confirmed pump had software outdated, so they sent replacement pump with updated software and advised on future sensor usage and returning the problematic pump. Customer acknowledged and understood all instructions provided by cts.